Event description:
The caller reported a malfunction on the pump, with no notable events occurring prior to the issue. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl, displaying a status of "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur.